Manufacturer narrative:
Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, missing end cap sticker, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
It was reported via phone call that customer had physical damage of insulin pump. It was reported that reservoir compartment was broken causing reservoir to spin around in reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was 97 mg/dl. Customer was not available with insulin pump.

Manufacturer narrative:
The date of this report in the initial report was incorrect. The corrected data will be provided in this report.